Manufacturer narrative:
Continuation of d10: 5076-52 lead implanted: (B)(6) 2012 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient heart rate on telemetry was noted to be varying from zero to "all over the place" which is below the cardiac resynchronization therapy defibrillator (crt-d) programmed lower rate setting.  The crt-d remains in use.  The right atrial (ra) lead exhibited possible intermittent atrial under sensing on current and stored electrograms (egm) with falsely classified termination of ongoing atrial arrhythmia.  Additionally, the ra lead exhibited high thresholds.  The ra lead remains in use.  No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further clarified that the patient was in atrial fibrillation (af) when it was reported that their heart rate was "all over the place". There was no device performance issue and no intervention was performed.

Manufacturer narrative:
Correction: b5.: desc evt problem. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, that the patient heart rate on telemetry was noted, to be varying from zero to "all over the place". Which is below the cardiac resynchronization therapy pacemaker (crt-p) programmed lower rate setting.  The crt-d remains in use.  The right atrial (ra) lead exhibited possible intermittent atrial under sensing on current and stored electrograms (egm) with falsely classified termination of ongoing atrial arrhythmia.  Additionally, the ra lead exhibited high thresholds.  The ra lead remains in use.  No patient complications have been reported, as a result of this event. It was further clarified, that the patient was in atrial fibrillation (af) when it was reported, that their heart rate was "all over the place". There was no device performance issue and no intervention was performed.